Event description:
Boston scientific received info that the local sales rep inquired about why they were not seeing any atrial sense markers. A chest x-ray was performed and showed that the right atrial (ra) lead had pulled back in the ventricle and the left ventricular (lv) lead was in the atrium. A revision procedure has been scheduled. Additional info received from the local sales rep states that a revision procedure had taken place. A new ra lead was successfully placed. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.